Manufacturer narrative:
The subject device in question was not provided to boston scientific for technical analysis due to disposal by the user facility. A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No similar complaints by event description were found in the same batch. Historically, investigations of these types of complaints indicate that user error is the likely cause. It should be noted that this product is only marketed and distributed in another country. The atlantis sr pro2 directions for use (dfu) contain the following warnings: "inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, and then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and /or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The MFR will continue to monitor complaint trends for this product.

Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck at the distal edge of a stent. The 99% stenosed lesion was located in left main coronary artery (lmca). The lesions were also located in left anterior descending artery (lad) proximal and left circumflex artery (lcx) proximal. The severely calcified lesion in lad was ablated with rotablator. Then the image was taken using intravascular ultra sound (ivus) catheter. The lesion in lcx was ablated with rotablator. The lesions in lad and lcx were dilated with balloon catheters. A stent was deployed in lcx. The lesions in lad to lmca were dilated by kissing balloon technique, and a stent was deployed in lad to lcma. Then the images were taken again with the imaging catheter. When imaging catheter was attempted to be removed, the catheter became stuck at the distal edge of the stent. The physician was able to release the catheter from the stent by removing the imaging core, then inserting a guidewire and withdrawing guidewire, guide catheter and imaging catheter together from the pt's body. The physician noticed that he stent in lmca was inadequately apposed, so he dilated the stent using high pressure and a balloon catheter. The lesion was checked with a new imaging catheter. The procedure was completed and pt was reported to be in good condition.